Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Event description:
Additional information was received that this patient elected not to have the device replaced. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed with the field representative that device replacement was recommended. Disk analysis was offered, but was declined. At this time, information suggests that the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information was obtained that the patient was seen and the code 1003 screen was observed. The field representative was unable to get further as a red screen with end session was then displayed. Boston scientific technical services (ts) discussed that likely there was another code present, but until the device is returned and analyzed it is unknown what that code is. At this time, the device system remains implanted as the family has chosen to not replace the system. No adverse patient effects were reported.